Event description:
Customer reports, the suture was used for an under skin surgical closure. The absorption process of the suture has not been observed for a period of more than four months. Some of the suture has come out through the skin. The rest of the suture has been removed by the surgeon. No pt injury is reported.